Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported the healthcare provider (hcp) had difficulty removing the lead from the neurostimulator. Technical services(ts) advised hcp to push the lead in and then while pulling the lead out, to use a twisting motion; the lead didn't come out. Hcp asked if the set screw has 2 parts, ts wasn't sure if the screw had broken. Rep disconnected and ts wasn't able to get event information. Rep's voicemail was full. Ts sent text message to rep and there was no response.